Event description:
(B)(4). A hospital in (B)(6) reported via our distributor that leakage was found at the suction port of an rt125 infant breathing circuit during set up. This was found before use on a patient.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to (B)(4). We will provide a follow up report on receipt of the device and completion of our investigation.